Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights volista standop. It was stated that the fork has been detached, also the label and paint was chipping off from fork. Designated complaint unit employee confirmed reported issue based on photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as falling parts into sterile field or during procedure may cause serious injury and any particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical equipment did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. As stated by the subject matter expert, per the CAPA 2015-03, the root cause of this issue is a combination of different causes: - a loss of mastic flexibility during the painting process (due to several passages in the kiln to meet maquet requirements). - a wrong mechanical gap between the tubes (the fork structure is made with glued bented tube, during the manufacturing of the bented tubes; there are spring impacts from the tool which create a wrong gap between 2 tubes). - a wrong gluing process (the glue is blown when the part is introduced into the tube). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number ot# (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Event site name: (B)(6). Event site postal code: (B)(6). Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated that the fork has been detached, also the label and paint was chipping off from fork. Designated complaint unit employee confirmed reported issue based on photographic evidence. There was no injury reported, however, we decided to report the issue in abundance of caution as falling parts into sterile field or during procedure may cause serious injury and any particles falling off into sterile field or during procedure may cause contamination.